Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -8.50/1.0/103 (sphere/cylinder/axis) got caught in a msi-pf injector; lot #1658879 on an unknown date. Reportedly the lens had patient contact but the lens was not fully implanted. A backup lens of the same model, size and similar power was implanted and the problem was resolved. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4)

Manufacturer narrative:
H6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5-the reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -8.50/1.0/103 (sphere/cylinder/axis) got caught in a msi-pf injector; lot #1658879 on (B)(6) 2024. The lens was implanted, removed and replaced intra-operatively on (B)(6) 2024. The replacement lens resolved the problem. Claim# (B)(4).